Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-1432. Serial number: (B)(6). Batch/lot number: 245711. Model/catalog description: wavewriter alpha prime 32 ipg kit. Unique identifier (UDI): (B)(4).